Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on the leads. The patient will undergo lead replacement and exploration procedure. It was also reported that the patient had a previous revision procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent only a revision of the leads. No device malfunction was suspected. It was also reported that the patient did not have a previous revision.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on the leads. The patient will undergo lead replacement and exploration procedure. It was also reported that the patient had a previous revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein new leads were added and the old leads were not explanted. No device malfunction was suspected. It was also reported that the patient did not have a previous revision.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on the leads. The patient will undergo lead replacement and exploration procedure. It was also reported that the patient had a previous revision procedure for unknown reason.